Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation information: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" and "undesired sensations, stimulation-related" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that initially, the patient's symptoms were doing better but they could not turn their stimulation up any higher than level 1. When the stimulation is turned up the patient experiences spasms down their leg and into their foot. The patient reported it can be painful, and it felt like their toes were curling. An x-ray was performed and showed the lead was twisted and the neurostimulator looked flipped. The patient underwent a lead revision and the neurostimulator was not replaced. After the procedure, the patient is doing well. The patient's symptoms are being controlled.